Event description:
It was reported that a clearlink system non-dehp extension set leaked from the y-site connector (clearlink). This issue was identified during total parenteral nutrition (tpn) infusion vial a central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch for this event. (B)(4). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.